Event description:
Once CPR was initiated the dr applied the pads and they would not discharge, the nurse then tried and again a third person. Still no discharge. Another device was brought in but pt expired. The reporter indicated that the pt was not a viable candidate for resuscitation.

Manufacturer narrative:
Other, on the user facility medwatch report, 'performed 200 joules test discharge after reseating quick combo adapter and cable.' Medtronic contacted the reporter to offer assistance in any equipment evaluation. The facility did not respond to this offer, and no additional info regarding the report was provided to medtronic.